Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zfx has received at facilty zfx innovation one (1) zfx02hld28 screwdriver without the broken tip portion. A lot# has not been reported. Variant of the returned tibase is confirmed as zfx02hld28 gentek screwdriver, length 28mm. The item has a fractured tip portion, the hexlobular tip is not available for investigation fracture is a sudden breakage, that possibly occurs when screwdriver is often used and/or torque values are applied that are exceeding the recommended max values. Device history review: a DHR review cannot be performed as the lot# of the item was not reported. Investigation results: a report from the investigation in zfx innovation lab on the returned devices is documented in annex3-attm1, other information from the customers procedure applied are not available! Based on the investigation, the result is that no specific cause for the event can be identified, as also there are no information available from the performed clinical procedures. Product error code as investigated is defined as: dental : functional : fracture.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It is reported that the tip of the zfx02hld28 screwdriver fractured while screwing a crown on the implant at tooth site #36. The crown was not placed.